Event description:
It was reported that after a band procedure, the gastric band was fitting in a patient about 4 years ago, he had a lot of pain with the band, every time it was attempted to be filled, a brown fluid came out. Eventually, the doctor agreed to remove his band for him, on removal, the band had a clear rupture in it. The patient was not fitted with another band, nor does he want one in the future. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.